Manufacturer narrative:
This manufacturer report was previously filed under manufacturer report # 6000078-2007-00247. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus and stroke are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The physician successfully embolized a bilobed anterior communicating artery (acom) aneurysm with four coils, including the device in question. An angiogram during the procedure revealed a thrombus resulting in slow filling to the ipsilateral anterior cerebral artery a1/a2 junction. Reopro was administered to treat the thrombus. Subsequent imaging demonstrated good contralateral flow through the leptomeningeal to supply the acom and retrograde filling of the acom was noted after treatment. The patient suffered a small right frontal lobe stroke that the physician related to the thrombus. The patient was discharged home ten day post procedure under twenty four hour supervision with decreased activity tolerance and cognitive deficits. It was reported that the stroke was considered resolved with no residual effects 122 days post procedure. The physician does not allege any malfunction of the device occurred but that it could have possibly contributed to the reported event.